Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's leads were at t5 upon dissection, there were no anchors on the leads. None were used. The patient got two new leads placed today and they were appropriately anchored.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the leads would not be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-03-26. It was reported the cause of the patient's lead migration was not determined. The revision was not scheduled yet as they were waiting on approval. It was unknown when the patient first noticed the stimulation was in the ribs. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-apr-2022, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-apr-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is here for a procedure today and the patient is getting stimulation in their ribs and stated that he had a CT scan and the doctor thinks his leads are at t5 now. The rep is going to reprogram the patient and see if the coverage improves. The patient discussed with their doctor that the patient will need a lead revision and the patient agreed. However the patient was reprogrammed to get better back coverage, but is still getting some in their ribs. The patient is still using their device a lot. No further information was reported.